Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not pacing correctly. The epg was tested as the biomedical engineering department and passed testing and was returned to use. No patient complications have been reported as a result of this event.